Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and one of the reported failures was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and water tightness was lost. Based on the results of the investigation, it is likely no image was displayed and e216 appeared due to damage on the cable unit. A root cause for the watertightness loss could not be identified. Based on the results of the investigation, and since b30 error code was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed e216 and b30 during an unspecified procedure. It was completed using the same device and there were no reports of patient harm.